Event description:
The physician was using a complete self expanding (se) peripheral stent system for treatment of the superficial femoral artery (sfa). The vessel was a chronic total occlusion (cto). The physician was exchanging the wires when the catheter became hung-up on the stent causing the stent to elongate and fracture. Another brand stent was then deployed inside the complete se device. The patient was transferred to surgery the following day. It is unknown whether the surgery is related to the complete se stent. Image review: the first of the images show the cto lesion in the sfa. The other two images are of the deformed stretched stent. No images were provided showing the delivery and deployment of the stent. No images were provided showing the exchange of the wires and the delivery catheter catching on the newly deployed stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent fracture), patients condition affected effectiveness of device (complex calcified lesion cto), related to operational context (account indicated that the procedural event may have impacted on the outcome), none (device not received for evaluation). Conclusion: device failure/lack of effectiveness related to patient condition (complex calcified lesion cto), operational context contributed to event (account indicated that the procedural event may have impacted on the outcome).